Event description:
The customer reported approximately 10 cubic centimeters of blue fluid leaked inside the coulter lh 500 hematology analyzer onto the table top while performing a shutdown. The customer stated that lyse temperature error was also generated. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and glasses at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer began to troubleshoot with help from the fse over the phone. The customer observed a hole in the tubing at pinch valve (pv37). The customer replaced the tubing to resolve the issue. The instrument was returned to normal operation. (B)(4).